Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following surgeries: l2-3 and l3-4 bilateral revision laminotomy, foraminotomy, decompression of the cauda equina, as well as an l3-4 smith-petersen osteotomy with release of the anterior column from a posterior approach, resection of l3-4 facet joints and pars with correction of spinal deformity as well as a revision l1 to s1 lumbar fusion with the placement of an interbody cage device to the l3-4 interspace as well as a posterior interbody fusion at l3-4 and the use of segmental spinal instrumentation, the use of right posterior iliac crest bone marrow aspirate with rhbmp-2 with allograft bone graft and local autogenous laminectomy bone graft as well as removal of priory placed l4 to s1 bilateral spinal instrumentation as well as the l3-4 and l4-5 previously placed wires with interspinous devices to treat the following pre-op diagnosis: lumbar spinal stenosis with degenerative disk disease, scoliosis, status post previous multiple decompressions and fusions. Op-notes: "...we then removed the disk material at l3-4, sized the interbody cage device. At this point, we impacted an interbody cage device into the l3-4 interspace packing it with rhbmp-2 and a collagen sponge with allograft bone graft, and this was checked on fluoroscopy and found to be in the appropriate position. Titanium screws were then placed bilaterally in pedicles from l1 to s1 under fluoroscopic visualization and nerve root monitoring. The screws were placed. This was checked and they were found to be in the appropriate position. Titanium rods were contoured for lumbar alignment, they were connected first to the fusion mass from l4 to s1 bilaterally and then we reduced the rods correcting the osteotomy, correcting the sagittal plane and the coronal plane deformity and securing the rods into the upper screws and locking them into position. We rotated the rods and then compressed on the convex side and distracted on the concave side until what we felt to be neutral alignment. We corrected the sagittal plane deformity as best as we could given the extent of the smith-petersen osteotomy. We also corrected the coronal plane deformity until clinically he was completely straight. At this point, the pedicle screws were checked on fluoroscopy and found to be in appropriate position. The screws were locked to the rod. The entire wound was irrigated out copiously with several 100 cc of sterile saline and duobiotic solution and hemostasis was excellent. A high-speed bur was used to decorticate the lamina from l1 to s1 as well as the fusion mass. 60 cc of bone marrow aspirate was aspirated from the right posterior iliac crest. This was concentrated and placed with allograft bone graft, rhbmp-2, and local autogenous laminectomy bone and plate between l1 to s1, thus completing the fusion.." Patient woken up and taken to recovery room. Patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.